Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy procedure for a tracheobronchial stenosis, performed on (B)(6), 2010. According to the complainant, after a third of the stent had been deployed, the deployment suture could not be pulled any further. The complainant stated that he thought the suture was too tight around the stent or that a knot had developed during deployment. The partially deployed stent was removed from the patient, and the procedure was completed with another stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Pt's age: over 18 years old. (B)(4) - (stent, partially deployed). (B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy procedure for a tracheobronchial stenosis, performed on (B)(6), 2010. According to the complainant, after a third of the stent had been deployed, the deployment suture could not be pulled any further. The complainant stated that he thought the suture was too tight around the stent or that a knot had developed during deployment. The partially deployed stent was removed from the patient, and the procedure was completed with another stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the proximal end of the stent was partially deployed. No issues were noted with the crochet stitches at the point of release from the stent. During analysis it was possible to retract the deployment thread and fully deploy the stent without any issue. No issues were noted with the profile of the deployed stent. The most probable root cause is design, as this batch was manufactured prior to product enhancement of this product family. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.